Event description:
It was reported that during a hepatectomy procedure, the teflon pad got loose from the shears at the beginning of the use. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Event description:
New information received from the sales rep advising that the tissue pad was melted, not detached. Based on new information, the complaint is not reportable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.